Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a miniarc precise sling and another MFR¿s device on (B)(6) 2007 to treat stress urinary incontinence and pelvic organ prolapse. Plaintiff¿s attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.